Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Corrected data: in the initial report it was reported that the manufacturing date for the system was 6/25/2000 however, the manufacturing site has provided the date as december 1999. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient presented with unexpected outcome from surgery done in (B)(6) 2017. Patient outcome was -2.00 diopters at the point of refractive stability and an enhancement was done on (B)(6) 2018. The patient did not experience any other unexpected outcome with surgery after the enhancement.